Event description:
The 3m precise pgx-35w skin stapler was misfiring skin staples. The device was requiring multiple trigger pulls for each staple delivery and the staples were coming out in random patterns. Several staples actually fell out of the device.